Event description:
In 2007, the pt presented with a ruptured thoracic aortic aneurysm and was treated with one gore tag thoracic endoprosthesis. The procedure went without incident, final imaging showed the aneurysm was sealed. On the following month, the pt died. The pt may have experienced infection around the implanted gore tag thoracic endoprosthesis. Official cause of death is not known. Further investigation is being conducted.

Manufacturer narrative:
A review of the manufacturing paperwork has been requested.